Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromo rphone (2mg/ml, 0.3mg/day), clonidine (100mcg/ml, 15mcg/day), and bupivacaine (30mg/ml, 4.5mg/day) in an implantable pump for non-malignant pain and chronic low back pain. The patient experience a small erosion at the pump pocket. The hcp elected to replace the pump and create a new pocket in the left lower quadrant. Therapy was going well for the patient, accept for the dehiscence. The pump was replaced on (B)(6) 2016 . The cause of the pocket erosion and when the issue began were unknown. The patient had the pump for 3+ years and when the pocket was opened, there was no indication of pump movement. Additional information was requested from the manufacturer representative , but could not be obtained. If additional information is received, a follow-up report will be submitted.